Event description:
The manufacturer received information alleging vent service required condition had occurred during the performance verification testing on the device. There was no harm or injury reported. The customer placed a call to the philips helpdesk about this issue. A philips remote service engineer (rse) assisted the customer on this issue. The customer alleged the philips rse that they noted the oxygen blending module (obm) was not operating as expected on the device. The philips rse dispatched a philips field service engineer (fse) to further evaluate the device. The philips fse replaced the obm subassembly to address the issue. Additional findings not related to the malfunction/issue was the fio2 sensor and flow verification tests failing on the device. The philips fse would need to replace the following parts to address these issues on the device: flow sensor, three-way solenoid valve, active exhalation control module, and printed circuit assembly board.